Event description:
It was reported the patient was not responding to increasing doses of lioresal. Specific symptoms included increased spasticity and tachyphylactic response to increasing dose. The pump was ruled out as the problem. The patient was brought in for a 100 mcg bolus injection and responded well. It was decided to perform a catheter revision. At the surgery, the catheter was occluded at the silastic connector and was revised by trimming and reconnecting. The patient initially responded well to the new catheter. Titration to a movement dose is still being optimized. The catheter was disposed of and will not be returned.

Manufacturer narrative:
Used to describe tachyphylactic response to drug. Results: used for catheter. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.